Manufacturer narrative:
(B)(4). Batch #: u5ax9g. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose, which led to the device not been able to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon visual inspection of one photo, the following was observed: the photo shows a device from the safety area and the yellow component can be seen loose inside of the device. Based on the photo alone, the event described is confirmed, however, no conclusion or root cause could be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, a loose piece was identified. There were no patient consequences reported. No additional information is available at this time.